Manufacturer narrative:
The manufacturer previously reported MDR 2518422-2021-04240 as the investigation is ongoing and a follow up report will be submitted when the manufacturer has completed the investigation. The correct text should state the following. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Correction to h7: recall. Correction to h9: res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam and became degraded and caused neuro endocrine cancer tumors. The patient did receive medical intervention in the form of surgery. Despite multiple attempts on (B)(6) 2021, (B)(6) 2022, (B)(6) 2022, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam and became degraded and caused neuro endocrine cancer tumors. The patient did receive medical intervention in the form of surgery. Section g3 was corrected to reflect the bad when new information was received.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused neuro endocrine cancer tumors. The patient did receive medical intervention in the form of surgery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.